Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The missing material measures approximately 0.029¿ x 0.058¿ from the conductor wire insulation. Although the conductor wire insulation was damaged, the internal wire was frayed but not fully broken. The instrument passed the electrical continuity test. There were additional observations that were related to the customer reported complaint. The instrument was found to have indentation on the edge of the bipolar yaw pulley. The mechanical indentation to the bipolar yaw pulley found aligned with the damaged insulation of the bipolar conductor wire, potentially that the damage occurred in the same instance. No thermal damage was observed.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have a broken tip. There was no report of patient involvement.